Manufacturer narrative:
Date sent: 10/28/2005. H4: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, some of the staples were malformed. Another like device was used to complete the case. There was no patient consequence.